Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during procedure and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device has been evaluated the pipeline was found detached from the capture coil.(B)(4).